Event description:
It was reported, "the patient was admitted to the department after cerebral hemorrhage with impaired consciousness and difficulty in weaning for 9 months, 2024-2-17 'chronic renal insufficiency' was admitted to the department, the peripheral vascular conditions were poor, for the use of intravenous nutrition, blood products and the use of vasoactive drugs, etc., PICC catheterization was performed on 2-28 days, the process was smooth, the use was normal, norepinephrine was continuously pumped to maintain blood pressure, and the patient's blood pressure decreased at 08:30, bp88/ 62mmhg, the cause was found to be leaking at the catheter joint, and the problem was solved after the connecting pipe fitting at the catheter joint was replaced immediately."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.